Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer reused the syringe needle, reused the cartridge and used aspart insulin. Tandem technical support educated the customer on reuse of cartridges may result in over delivery or under delivery of insulin, the syringe needle being single use only, and on insulin labeling. Customer changed the supplies to resolve the issue. There was no adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events text.